Event description:
CT technologist was changing the head holder on a CT machine. The head holder is made of carbon fiber. A piece of the carbon fiber splintered off into the palm of the technologist's hand. The splinter was removed, the technologist's hand was cleaned and she went to employee health. No adverse effects from the injury. The head holder did not have any direct patient contact, in this case, but there is a potential for a carbon fiber to splinter off and injure a patient.what was the original intended procedure?the CT head holder was being cleaned at the time and not actively being used.device #1is this a laboratory device or laboratory test?no.